Manufacturer narrative:
Updated d4.

Event description:
"I was using my transport chair in my house on a tile floor, I was trying to wheel over an extension cord and the front two wheels fell out causing me to fall out of the chair. The fall caused a bruise on my inner upper arm."

Manufacturer narrative:
It was reported that "I was using my transport chair in my house on a tile floor, I was trying to wheel over an extension cord and the front two wheels fell out causing me to fall out of the chair. The fall caused a bruise on my inner upper arm." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.